Event description:
The customer reported the system failed to produce fluoroscopy x-ray. The fe reported a recurrent problem with the thermal capacity of the x-ray tube. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The system was working and put back into service.